Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she had a motor error alarm on the insulin pump. Customer stated that she just changed out her tubing and attempted to do the rewind and fill tubing. Customer stated that she keeps getting a motor error alarm. Customer stated that it looks like blood got pulled into the tubing. Customer stated that she was connected when she did a rewind and fill tubing because that's how she's been doing it for years. Customer reported a motor position encoder error alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery also, confirmed e70 alarm in the history file. The motor was tested outside to the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The drive support cap was inspected and no anomaly found. The insulin pump passed rewind, basic occlusion, prime/a33 and displacement tests. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.